Event description:
This rv lead was implanted on (B)(6) 2015. And was capped on (B)(6) 2017. As superior vena cava (svc) coil lead was determined to be fractured, due to shock impedance out of range greater than 125 ohms. Yet, unable to determine fracture on chest x-ray. Also noted, no inappropriate shocks delivered. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).